Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reported that about 6 months ago she began to notice that she needed to recharge every couple days. Once she fully recharged her implantable neurostimulator (ins) would work really well but after a day or 2 it would not stimulate like it used to. Pt also reports that in her back she had an itchy feeling around the leads. Pt reports she left the ins on 24/7 because she couldn¿t function without it. The patient reported she's had to "up" her pain medication to cover her pain. There was no known accident or incident related to this complaint. The patient reported that she tried to increase the ins but she felt as though her arm twitched. The patient believed that she had the ins reprogrammed in (B)(6). The patient was redirected to their healthcare provider (hcp). The patient reported her hcp stated she was due for surgery this year. The patient inquired if the ins and leads needed to be replaced. The patient was redirected to their hcp. It was reported the patient saw a ¿doctor and a phone.¿ it was noted patient ¿cannot function if it¿s not on¿ and was in ¿a lot of pain.¿ it was stated on the first day when patient charged the device; patient got strong stimulation, but by a day after patient ¿can¿t even feel it in her shoulder.¿ the patient reported that she had the third device replaced after five years. The patient was told it would last five to seven years. In 2013 was her very first battery change because the battery died on it and they said every five to seven years you would need a new battery and she thought it was five years. Information received from the healthcare provider (hcp) reported that the battery implanted in 2007 had premature depletion. Previous information received did not indicate that the battery depletion was referring to this event. The patient¿s settings were in continuous mode. The cause of the event was believed to be that the patient was not faithful in recharging. Following the replacement procedure she recovered with permanent impairment, however it was also reported she was doing fairly well. Her complex regional pain syndrome (crps) was stable and moderately controlled with therapy and medications and she had returned to work.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37754, serial# (B)(4), product type: recharger; product ID 3888-33, lot# v004658, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3888-33, lot# v004658, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).